Event description:
Customer reported via phone, the settings on the insulin pump were changed and she was unsure how she did it. Customer's blood glucose was 194 mg/dl. Time and date and max bolus needed to be reprogrammed. The insulin pump alarmed motor error while trying to bolus with the insulin pump. Customer stated she had a cat scan about a month ago. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device was reset with settings and it was monitored. No check settings alarms or settings erase noted during testing. The device had cracked case at the display window corner, minor scratched on the lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.